Event description:
It was reported that during a patient event, the device failed to shock the patient and indicated a charge removed alarm two times. The patient was swapped to a different device (lp1000) and continued treatment. The patient was an obese male. It was also stated that the patient was hairy and sweating heavily. The patient's family reported that he had been experiencing a "heart attack" for 30-40 minutes prior to calling 911. Also, the patient had an mi the week before. The family then performed CPR until the first emergency medical technician (emt arrived in 3 minutes without an AED. The fire department was on the scene within 8 minutes of the call, and the patient was in full cardiac arrest by then. The patient was not resuscitated. The electrodes used were physio-control brand but expired in 2008.

Manufacturer narrative:
Physio-control evaluated the device and verified that the device functioned properly. No failure of the device was found. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. It was observed that the therapy electrodes used were physio-control brand but they had expired in 2008. The customer has now removed all expired electrodes and replaced with new ones.